Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable investigation results of cutting wire anchor dislodged. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire anchor was dislodged from the distal pierced hole. The device was observed under magnification, and the working length was torn from the distal pierced hole. Additionally, the wire anchor was kinked and blackened no other problems with the device were noted. The product analysis revealed that the cutting wire anchor was dislodged from the catheter. Additionally, the working length was torn, and the wire anchor was kinked. Based on the condition of the device, the problem found could have been generated due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the physician attempted to cut, the cutting wire did not bow. They tried to bow and pull the cutting wire, but still, it did now bow. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: the cutting wire anchor was dislodged from the distal pierced hole. Please refer to block h10 for full investigation details.